Event description:
The device was used in an attempt to administer defibrillator therapy to the patient through standard paddles in manual mode of operation. A nurse in attendance claimed the device power spontaneously shut off and had to be powered back on again. The staff used another product of same model to continue patient treatment. The reporter did not know patient outcome, but indicated patient outcome was not effected by the discrepancy, due to continued treatment with the second device.